Event description:
It was reported that the patient changed the battery and now stimulation was not working at all. There was a loss of therapeutic effect and it stopped working the day prior to the report. They had stopped a lot of the patient¿s medications because of the stimulator but now it was not working, and her pain was through the roof with the stimulator not working. She was not on pain medication anymore so it was a problem. The day prior, the pain started and the stimulator stopped stimulating. She tried to connect with the recharger and it would not connect, and it also would not connect with the programmer. On the programmer, it said to charge her implantable neurostimulator (ins). The patient tried to use the recharger but she got an ¿empty battery.¿ it showed the patient had 6 boxes filled in and the battery was recharging. The patient kept charging and it went down to 2 boxes, and the battery was still not incrementing. ¿it¿s not even attached and it still says I have 1 box even though it¿s not against my body.¿ the implantable neurostimulator recharger (insr) antenna was damaged. A replacement was sent to the patient. It was later reported that the patient had not received the replacement antenna, and she still had pain and needed to recharge the ins. The device was not returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).